Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient immediately suffered severe pain in her thighs, buttocks and pelvis. She has had trouble urinating, she cannot site, stand or walk for prolonged periods of time, has pelvic pain, scarring and infections on an ongoing basis and cannot engage in sexual relations. The patient has undergone various medical procedures including but not limited to various surgical procedures in an attempt to remove the mesh. Attempts at mesh removal have been unsuccessful. The patient continues to live in pain, has sustained permanent and debilitating injuries and continues to experience problems with incontinence. No product is being returned.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior and posterior vaginal repair due to sui, 3rd degree cystocele and enterocele. It was reported that patient underwent appendectomy on (B)(6) 2012. It was reported that patient underwent examination under anesthesia with division fistula-in-ano on (B)(6) 2013. It was reported that patient underwent removal of mesh and cystoscopy on (B)(6) 2014, due to persistent pain. It was reported that patient underwent pubovaginal rectus fascia sling and cystoscopy on (B)(6) 2014 due to recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.